Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge change error message while attempting to load a new cartridge. The customer's blood glucose level was 84 (mg/dl). Reportedly, the customer would use lantus as alternate insulin therapy.